Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged casing and battery cap, a keypad button response issue, contamination under keypad button contacts, and a dim and discolored display. This report is made based on results of investigation completed on 12/16/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap was damaged with a missing contact and spring. The pump casing was also cracked near the display. During testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, all of the keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the label on the pump casing was damaged, and the bolus button cover was torn; however, the button responded properly to user presses. (B)(6). (B)(4).